Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to the shaft/bearing. There were multiple motor stalls and recoveries seen in the pump logs. The pump was received with a hard motor stall that later recovered during internal decontamination. During destructive analysis, significant residue and shaft wear on the upper shaft of gear 2 was found. Also, some residue was found on the jewel where the upper shaft of gear 2 inserted into the top of the bridge assembly. Analysis of the unknown catheter revealed no significant anomaly. The catheter body was incorrectly assembled or sutured but did not affect infusion.

Event description:
It was reported the patient¿s pump was replaced as there was a motor stall without recovery. It was noted a critical alarm occurred on (B)(6) 2013 and the pump was replaced. The patient symptoms were noted as ¿tired¿ and ¿pressure¿. The pump was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the stall was not known. The date of explant was noted to be (B)(6) 2013. It was noted the patient no longer had a pump implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a catheter was also explanted.